Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed software upgrade, and it locked up giving error code 44510. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No service record for the last 12 months. No applicable information found in event log. Visual and functional testing was performed. Complaint that device locked up was duplicated when device was turned on and got stuck at boot up. No physical damage was found. Probable cause was the software upgrade was corrupted during upgrade to v4.3. Cleared error log and reloaded firmware to v4.3 to resolve report error. The device passed all functional tests after reloading firmware.

Event description:
It was reported that the pump failed software upgrade, and it locked up giving error code 44510, which generally indicates a problem with the pump's pump cassette. There was no patient involvement.